Manufacturer narrative:
Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
End-user reported that area under seal is red and weeping and sometimes he notices a little blood. He states this has been happening over the past year. When asked if he had ever left the seal off he stated I never thought of that.

Manufacturer narrative:
The report submitted on 12/11/2015, with the patient identifier (B)(6) had the incorrect manufacturer report number 9681410-2015-40105 listed. The correct manufacturers report number should have been 1000317571-2015-40105. (B)(4).